Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she has been under stress so she didn¿t worry too much about her blood glucose being elevated but then she started to notice it wasn't coming down. Pt stated her blood glucose was in the high 200's mg/dl. Pt's normal blood glucose is around 140 mg/dl. Pt reported she would have to give herself 2.0 extra units of insulin to bring her blood glucose back down to treat herself. Pt stated the infusion sites did not give any issues and she didn't visibly see any leaking but she did notice a smell of insulin. Pt reported she didn't see any kinks but she did notice when the infusion set was removed it wasn¿t' a smooth removal and caused a bit of pain which could have been from the infusion set cannula not being straight. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated she had to change the infusion sets more frequently than every 3 days. Pt reported she experienced these issues more than once and the first time was when she began using the infusion sets 3 months ago. Pt does not have any alleged infusion sets to return. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.